Event description:
Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported via that the patient experienced a hypoglycemic event. The patient was working outside and using a leaf blower. The patient stated that the leaf blower was loud. The patient was initially asymptomatic, but eventually she fell and had a seizure. Due to the fall, the patient¿s cornea was bruised. The patient was not aware of what her cgm value was at this time, but ¿believed¿ it was low and that she did not hear the low alerts due to sound of the leaf blower. The patient¿s neighbor saw her having a seizure and called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 34 mg/dl and the cgm value at the time could not be recalled. The patient was treated with IV glucose and food. After treatment, the patient felt better and was not taken to the emergency room (ER). Before ems left the patient, the patient¿s bg meter reading was 179 mg/dl. Cgm value at this time was unknown. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.